Event description:
It was reported that the ventilator shut down by itself and restarted with an audible alarm. The ventilator was being set-up and was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na